Event description:
It was reported that during a planned concomitant WATCHMAN procedure for the treatment of atrial fibrillation, a FARADRIVE sheath and FARAWAVE catheter were selected for use. The FARADRIVE sheath was connected to a non-Boston Scientific irrigation system equipped with an in-line air filter and configured to deliver irrigation at approximately 150 cc/hr. Transseptal access was obtained using a TorFlex sheath. The FARAWAVE catheter was advanced into the left atrium through the FARADRIVE sheath. Following the first two pulsed field ablation applications, the patient developed ST-segment elevation. The ST-segment elevation resolved spontaneously after approximately two minutes without intervention, and the physician elected to continue the procedure at other pulmonary veins. While ablating the right superior pulmonary vein, a spline inversion of the FARAWAVE catheter was observed. The catheter was completely withdrawn to correct the spline inversion and was subsequently reinserted. Aspiration was performed following reinsertion of the catheter. This occurred approximately halfway through the ablation portion of the procedure, estimated to be approximately 10 minutes after initiation of ablation. The catheter was then re-advanced into the left atrium and ablation resumed.During continued ablation of the right superior pulmonary vein after the second catheter insertion, ST-segment elevation was again observed. Ablation was immediately discontinued, and interventional cardiology was consulted for emergent left heart catheterization due to hemodynamic instability and abnormal wall motion. Upon contrast injection into the right coronary artery (RCA), the ST-segment elevation resolved, and the patient's symptoms improved. Transesophageal echocardiography (TEE) demonstrated air bubbles within the left ventricle along with diminished wall motion. No air was observed during catheter exchanges or elsewhere in the procedure prior to the TEE findings. The patient subsequently developed bradycardia requiring pacing support. Left heart catheterization identified small air bubbles within the RCA/obtuse marginal. Based on the observed intracardiac air embolism and resolution of air exiting the left ventricle through the aortic valve, the physician elected to abort the remainder of the procedure. The patient was extubated in the laboratory; however, extubation was reported as difficult, and the patient demonstrated posturing of the upper extremities. A hyperbaric treatment protocol was initiated. Following consultation between the operator and anesthesiologist, the patient was admitted to the intensive care unit (ICU) for overnight observation.After the procedure had been aborted and while preparing to transfer the patient to the ICU, it was noted that the pressure bag connected to the catheter irrigation system had run dry. The time at which the irrigation bag became empty is unknown, as this condition was not identified until after termination of the procedure. It was noted that no air was heard entering the system, and the pressure bag was confirmed to be a non-Boston Scientific product that did not contain an air filter. The physician further reported that no issues with the irrigation system were identified during the procedure.At the time of reporting, the patient remained in the ICU with serious neurological impairment and had some swellings on the brain. The patient continued to require intubation due to pulmonary complications. The patient's neurological prognosis and final outcome were unknown.It was further report that the patient later died. The cause of death and its relationship to the reported event were not provided.

Event description:
It was reported that during a planned concomitant WATCHMAN procedure for the treatment of atrial fibrillation, a FARADRIVE sheath and FARAWAVE catheter were selected for use. The FARADRIVE sheath was connected to a non-Boston Scientific irrigation system equipped with an in-line air filter and configured to deliver irrigation at approximately 150 cc/hr. Transseptal access was obtained using a TorFlex sheath. The FARAWAVE catheter was advanced into the left atrium through the FARADRIVE sheath. Following the first two pulsed field ablation applications, the patient developed ST-segment elevation. The ST-segment elevation resolved spontaneously after approximately two minutes without intervention, and the physician elected to continue the procedure at other pulmonary veins. While ablating the right superior pulmonary vein, a spline inversion of the FARAWAVE catheter was observed. The catheter was completely withdrawn to correct the spline inversion and was subsequently reinserted. Aspiration was performed following reinsertion of the catheter. This occurred approximately halfway through the ablation portion of the procedure, estimated to be approximately 10 minutes after initiation of ablation. The catheter was then re-advanced into the left atrium and ablation resumed.During continued ablation of the right superior pulmonary vein after the second catheter insertion, ST-segment elevation was again observed. Ablation was immediately discontinued, and interventional cardiology was consulted for emergent left heart catheterization due to hemodynamic instability and abnormal wall motion. Upon contrast injection into the right coronary artery (RCA), the ST-segment elevation resolved, and the patient's symptoms improved. Transesophageal echocardiography (TEE) demonstrated air bubbles within the left ventricle along with diminished wall motion. No air was observed during catheter exchanges or elsewhere in the procedure prior to the TEE findings. The patient subsequently developed bradycardia requiring pacing support. Left heart catheterization identified small air bubbles within the RCA/obtuse marginal. Based on the observed intracardiac air embolism and resolution of air exiting the left ventricle through the aortic valve, the physician elected to abort the remainder of the procedure. The patient was extubated in the laboratory; however, extubation was reported as difficult, and the patient demonstrated posturing of the upper extremities. A hyperbaric treatment protocol was initiated. Following consultation between the operator and anesthesiologist, the patient was admitted to the intensive care unit (ICU) for overnight observation.After the procedure had been aborted and while preparing to transfer the patient to the ICU, it was noted that the pressure bag connected to the catheter irrigation system had run dry. The time at which the irrigation bag became empty is unknown, as this condition was not identified until after termination of the procedure. It was noted that no air was heard entering the system, and the pressure bag was confirmed to be a non-Boston Scientific product that did not contain an air filter. The physician further reported that no issues with the irrigation system were identified during the procedure.At the time of reporting, the patient remained in the ICU with serious neurological impairment and had some swellings on the brain. The patient continued to require intubation due to pulmonary complications. The patient's neurological prognosis and final outcome were unknown.It was further report that the patient later died. The cause of death and its relationship to the reported event were not provided.

Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD.

Event description:
IT WAS REPORTED THAT DURING A PLANNED CONCOMITANT WATCHMAN PROCEDURE FOR THE TREATMENT OF ATRIAL FIBRILLATION, A FARADRIVE SHEATH AND FARAWAVE CATHETER WERE SELECTED FOR USE. THE FARADRIVE SHEATH WAS CONNECTED TO A NON-BOSTON SCIENTIFIC IRRIGATION SYSTEM EQUIPPED WITH AN IN-LINE AIR FILTER AND CONFIGURED TO DELIVER IRRIGATION AT APPROXIMATELY 150 CC/HR. TRANSSEPTAL ACCESS WAS OBTAINED USING A TORFLEX SHEATH. THE FARAWAVE CATHETER WAS ADVANCED INTO THE LEFT ATRIUM THROUGH THE FARADRIVE SHEATH. FOLLOWING THE FIRST TWO PULSED FIELD ABLATION APPLICATIONS, THE PATIENT DEVELOPED ST-SEGMENT ELEVATION. THE ST-SEGMENT ELEVATION RESOLVED SPONTANEOUSLY AFTER APPROXIMATELY TWO MINUTES WITHOUT INTERVENTION, AND THE PHYSICIAN ELECTED TO CONTINUE THE PROCEDURE AT OTHER PULMONARY VEINS. WHILE ABLATING THE RIGHT SUPERIOR PULMONARY VEIN, A SPLINE INVERSION OF THE FARAWAVE CATHETER WAS OBSERVED. THE CATHETER WAS COMPLETELY WITHDRAWN TO CORRECT THE SPLINE INVERSION AND WAS SUBSEQUENTLY REINSERTED. ASPIRATION WAS PERFORMED FOLLOWING REINSERTION OF THE CATHETER. THIS OCCURRED APPROXIMATELY HALFWAY THROUGH THE ABLATION PORTION OF THE PROCEDURE, ESTIMATED TO BE APPROXIMATELY 10 MINUTES AFTER INITIATION OF ABLATION. THE CATHETER WAS THEN RE-ADVANCED INTO THE LEFT ATRIUM AND ABLATION RESUMED. DURING CONTINUED ABLATION OF THE RIGHT SUPERIOR PULMONARY VEIN AFTER THE SECOND CATHETER INSERTION, ST-SEGMENT ELEVATION WAS AGAIN OBSERVED. ABLATION WAS IMMEDIATELY DISCONTINUED, AND INTERVENTIONAL CARDIOLOGY WAS CONSULTED FOR EMERGENT LEFT HEART CATHETERIZATION DUE TO HEMODYNAMIC INSTABILITY AND ABNORMAL WALL MOTION. UPON CONTRAST INJECTION INTO THE RIGHT CORONARY ARTERY (RCA), THE ST-SEGMENT ELEVATION RESOLVED, AND THE PATIENT'S SYMPTOMS IMPROVED. TRANSESOPHAGEAL ECHOCARDIOGRAPHY (TEE) DEMONSTRATED AIR BUBBLES WITHIN THE LEFT VENTRICLE ALONG WITH DIMINISHED WALL MOTION. NO AIR WAS OBSERVED DURING CATHETER EXCHANGES OR ELSEWHERE IN THE PROCEDURE PRIOR TO THE TEE FINDINGS. THE PATIENT SUBSEQUENTLY DEVELOPED BRADYCARDIA REQUIRING PACING SUPPORT. LEFT HEART CATHETERIZATION IDENTIFIED SMALL AIR BUBBLES WITHIN THE RCA/OBTUSE MARGINAL. BASED ON THE OBSERVED INTRACARDIAC AIR EMBOLISM AND RESOLUTION OF AIR EXITING THE LEFT VENTRICLE THROUGH THE AORTIC VALVE, THE PHYSICIAN ELECTED TO ABORT THE REMAINDER OF THE PROCEDURE. THE PATIENT WAS EXTUBATED IN THE LABORATORY; HOWEVER, EXTUBATION WAS REPORTED AS DIFFICULT, AND THE PATIENT DEMONSTRATED POSTURING OF THE UPPER EXTREMITIES. A HYPERBARIC TREATMENT PROTOCOL WAS INITIATED. FOLLOWING CONSULTATION BETWEEN THE OPERATOR AND ANESTHESIOLOGIST, THE PATIENT WAS ADMITTED TO THE INTENSIVE CARE UNIT (ICU) FOR OVERNIGHT OBSERVATION. AFTER THE PROCEDURE HAD BEEN ABORTED AND WHILE PREPARING TO TRANSFER THE PATIENT TO THE ICU, IT WAS NOTED THAT THE PRESSURE BAG CONNECTED TO THE CATHETER IRRIGATION SYSTEM HAD RUN DRY. THE TIME AT WHICH THE IRRIGATION BAG BECAME EMPTY IS UNKNOWN, AS THIS CONDITION WAS NOT IDENTIFIED UNTIL AFTER TERMINATION OF THE PROCEDURE. IT WAS NOTED THAT NO AIR WAS HEARD ENTERING THE SYSTEM, AND THE PRESSURE BAG WAS CONFIRMED TO BE A NON-BOSTON SCIENTIFIC PRODUCT THAT DID NOT CONTAIN AN AIR FILTER. THE PHYSICIAN FURTHER REPORTED THAT NO ISSUES WITH THE IRRIGATION SYSTEM WERE IDENTIFIED DURING THE PROCEDURE. AT THE TIME OF REPORTING, THE PATIENT REMAINED IN THE ICU WITH SERIOUS NEUROLOGICAL IMPAIRMENT AND HAD SOME SWELLINGS ON THE BRAIN. THE PATIENT CONTINUED TO REQUIRE INTUBATION DUE TO PULMONARY COMPLICATIONS. THE PATIENT'S NEUROLOGICAL PROGNOSIS AND FINAL OUTCOME WERE UNKNOWN.

Manufacturer narrative:
B2: Outcomes Attrib to Adv Event - Updated.B2: Date of death: the death date was unknown.B: Describe Event or Problem - Updated.D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.H1: Updated.H6: Impact Codes, Device Codes - Updated.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Device Technical Analysis:Visual inspection of the device did not identify any damage that could have contributed to the inversion experienced. However, during functional assessment, application of external force to the splines resulted in consistent inversion of some elements, which could be manually corrected before redeployment to full flower. The device passed microscopic testing, leakage testing, flow testing, and continuity testing.Device History Record Review:It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:The FARAWAVE catheter Instructions For Use (IFU) was reviewed and includes warnings and precautions regarding embolic events, air embolism, conduction disturbances, neurological injury, and other cardiopulmonary complications that may occur during or following catheter-based electrophysiology procedures. The IFU instructs users to maintain a constant heparinized saline infusion throughout the procedure, verify that the catheter, sheath, tubing, and all connections are free of air prior to vascular insertion, avoid introducing air during catheter advancement and exchanges, and aspirate and flush the sheath to minimize air ingress. Although the irrigation pressure bag was found empty following the procedure, the available information does not establish when irrigation was interrupted or whether this directly resulted in the reported patient complications. The IFU notes to avoid allowing the distal end of the catheter to be put into an acute bend, particularly when advancing the catheter beyond the sheath or deploying the catheter. A catheter exchange may be necessary if the catheter deploys improperly. Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review: A risk review performed for the FARAWAVE device confirmed that the events of Visible Air/Bubbles, Spline Inversion, Air Embolism, ST Segment Elevation, Bradycardia, Cerebral Edema, Brain Injury, and Death are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARAWAVE device is acceptable.Investigation Conclusion:Boston Scientific has assigned an investigation conclusion code of Cause Not Established was selected for the reported Visible Air/Bubbles, Air Embolism, ST Segment Elevation, Bradycardia, Cerebral Edema, Brain Injury, and Death. Intracardiac air embolism was documented during the procedure, with subsequent ST segment elevation, bradycardia, neurological complications, and later a reported patient death. Multiple potential mechanisms for air entry were evaluated during the investigation, including interruption of continuous irrigation after the irrigation pressure bag was later found empty, air introduced during catheter manipulation or exchange, and air generation associated with the confirmed spline inversion. Product analysis confirmed spline inversion but identified no manufacturing defect, structural abnormality, leak, or fluid path defect that could account for the reported intracardiac air embolism. Although several plausible mechanisms were identified, the available information does not establish how air entered the circulation or demonstrate a causal relationship between any individual mechanism and the reported patient complications. Furthermore, no information regarding the cause of death or the events immediately preceding death was provided. Therefore, the available information does not establish whether the reported death was related to the documented intracardiac air embolism and subsequent neurological injury or to another unrelated cause.Additionally, the Unintended Use Error Caused or Contributed to Event investigation code was selected for the reported Spline Inversion. Analysis of the returned product confirmed the presence of an inverted spline. No manufacturing defect or structural abnormality was identified. Functional testing demonstrated that spline inversion can occur when sufficient external force is applied to a spline, causing it to cross the plane of the guidewire lumen, such as pressing the spline cage against the heart wall during normal use or while navigating more tortuous anatomy.